Event description:
The customer reported the ventilator shutdown during post-service testing. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer reported he reviewed the device diagnostic history and observed an occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided. Pse advised the customer verify the battery connection. The biomedical engineer reported a full performance verification test was completed and all testing passed.

Manufacturer narrative:
No customer request for manufacturer's service.